Manufacturer narrative:
No add'l info regarding the pt's blood glucose level at the time of the fall on (B) (6) 2009 was available. The pump was returned to animas for eval. Eval demonstrated that the pump was operating with required specifications and insulin delivery accuracy. A review of the pump history indicated that the pt's daily insulin delivery totals were consistent and correctly reflected the users programmed basal insulin delivery rate.

Event description:
It was reported that the pt passed away on (B) (6) 2010 while hospitalized for injuries sustained on (B) (6) 2009 in a fall down a flight of stairs. The pt's husband stated that the pt remained hospitalized following the event on (B) (6) 2009. The pt's husband also reported that the cause of the fall was unk and that the death certificate listed the cause of death as heart failure.